Manufacturer narrative:
A review of the complaint history did not identify any other complaints associated with this lot. The IV tubing set is currently in transit for return to intuvie for further investigation. Refer to (B)(4).

Event description:
Intuvie received a report of defective bx-70071-df intravenous (IV) sets. The reporter indicated that there is a hole about 18" from the bottom of the tubing. No patient harm was reported.